Event description:
It was reported the patient¿s adaptive stimulation settings did not ¿seem to be working as they did before.¿ it was stated that when the patient laid on their left side ¿it went off but it didn¿t seem like it went off on their right side where they needed it to go off." It was stated that "it just didn¿t seem like it was going off like it was before.¿ additional information reported that the patient had never felt stimulation since implant and had a loss of therapeutic effect. The patient recently received a new pp and it did not keep the setting that he changed it to. It was noted the patient would adjust to 4.2v and then it would go back to 2.3v. The patient adjusted to 4.2 v, removed the antenna, waited a few minutes, checked the setting again, and it stayed at 4.2 v. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).